Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. A software upgrade on the implantable cardiac monitor was attempted, but despite numerous attempts, the device was not successfully upgraded. Upgrade would be attempted at a later time. There were no patient consequences.